Event description:
The customer observed falsely elevated alinity I toxo igg results for two patient samples. The following data was provided (customer¿s reference range <1.6 iu/ml is non-reactive, 1.6 iu/ml to <3.0 iu/ml is gray zone, >/= 3.0 iu/ml is reactive): (B)(6) 2023. Sample ID :(B)(6) initial result = 20.3 iu/ml, repeat without centrifugation = 0.3 iu/ml sample ID :(B)(6). Initial result = 5.06 iu/ml, repeat without centrifugation = 0.3 iu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification:(B)(6) and (B)(6) all available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 07p45-45.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review for lot 47081be00 did not show any non-conformances, or deviations associated with the complaint issue. The overall performance of alinity I toxo igg was reviewed using data gathered from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg assay for lot number 47081be00 was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg results for two patient samples. The following data was provided (customer¿s reference range <1.6 iu/ml is non-reactive, 1.6 iu/ml to <3.0 iu/ml is gray zone, >/= 3.0 iu/ml is reactive): (B)(6) 2023 sample ID (B)(6) initial result = 20.3 iu/ml, repeat without centrifugation = 0.3 iu/ml sample ID (B)(6) initial result = 5.06 iu/ml, repeat without centrifugation = 0.3 iu/ml no impact to patient management was reported.